Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.